Event description:
This report involves the caesarea medical electronics ltd. Bodyguard administration set with anti siphon valve, male luer lock - this is a tubing set that the bodyguard ambulatory pump uses to deliver medications. On this particular tubing set, the pump key -the black piece of plastic that fits into the bodyguard pump- is backwards. The pump key is crucial in operating the bodyguard pump and there is only one way to insert it which ensures that the tubing is correctly in place. With the pump key backwards, the pump key cannot be correctly placed in the bodyguard pump, rendering the bodyguard pump ineffective to deliver medications. We have not been able to narrow down a lot number because it appears that multiple lot numbers have had this same problem. To complicate matters, there are multiple lot numbers in each box sent to us. One of our suspected lot numbers in question is lot number 10639-09/3. Dates of use: 48 hours. Diagnosis or reason for use: tubing for pump to deliver oxacillin medication.